Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 10.5 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a pump exchange on (B)(6) 2015 due to suspected pump thrombosis. Prior to the pump exchange it was reported that in (B)(6) 2015 the patient experienced hemolysis as evidenced by elevated lactate dehydrogenase (ldh) levels, hematuria, and elevated liver function tests. During triple anticoagulation therapy for the hemolysis with heparin, acenocoumarol and aspirin, the patient suffered from cerebral bleeding. The patient reportedly recovered well after this event. In (B)(6), the patient developed a sudden onset of acute renal failure. In the presence of hemolysis and low inr values of 1.5 and 1.7, the physicians thought the renal failure was possibly the result of a thrombus in the pump. An echocardiogram showed the aortic valve continuously opened with each heartbeat in contrast to earlier echocardiograms where the aortic valve did not open. The pump was exchanged on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The explanted device was retained by the hospital and was not available to be returned for analysis. The hospital provided a photograph of the disassembled pump showing the distal side of the inlet stator. The photograph showed a thin, dark, ring shaped thrombus formation surrounding the inlet bearing cup. Although the origin and precise qualities of the deposition could not be conclusively determined from the photograph, the dark color and uniform size and texture suggest that the thrombus formed around the bearing in laminated layers over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported hemolysis symptoms. Device thrombosis, hemolysis, bleeding, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: the hospital's vad coordinator indicated that the patient's ldh level returned to normal post pump exchange. It was also reported that the explanted pump was disassembled for analysis by the hospital and the device would not be returning for evaluation. A photograph of the inside of the pump was provided. No additional information was provided.